Event description:
It was reported that, "patient was involved motor vehicle accident. She was a passenger when vehicle was struck on the opposite side behind the driver. Pt did not complain about hip pain until after the accident."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.